Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was walking and their stimulation stopped. This happened 3 times previously starting in (B)(6) 2018; when this happens the patient had to turn stimulation back on. They also saw a power on reset (por) message yesterday on their recharger. The instructions for clearing a por message were reviewed, the por was cleared successfully, and the patient was able to charge; their therapy was turned on and was adequate. No further complications reported.